Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be a disconnected speaker assembly. The speaker connector (p507) was not fully engaged and connected to the mating pcb-mounted jack connector (j507) on the analog pcb.

Event description:
It was reported that the device would not deliver any voice prompts upon power on, out of box failure. There was no patient use associated with the event.